Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.